Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during checking blood sugar. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer stated that they did a self-test and also encountered the same error. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.